Manufacturer narrative:
The root cause category is non assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual.

Event description:
Event verbatim [preferred term] burn/possibly 3rd degree/burn lower back/3rd degree burn lower right back [burns third degree] , burn and blister the size of a dime with redness around it on her lower back/ blister [burns second degree] , discoloration on her skin that is blue and gray on her lower back [skin discolouration] , wrap was irritating her [skin irritation] , scar/burn scar present [scar] , . Case narrative:this is a spontaneous report from a contactable other hcp (nurse) reporting on behalf of herself. This (B)(6) female patient started to use thermacare heatwrap (thermacare lower back & hip) (device lot number: n16266, expiration date: feb2019) from (B)(6) 2016 for back pain. The patient's medical history included drug allergy to penicillin. Concomitant medication included ongoing ibuprofen (ibuprofen) orally from an unspecified date at 400-600mg twice daily as needed for low back pain and sometimes for headaches. On (B)(6) 2016, the patient wore the heatwrap for about 6 hours and reported the wrap was irritating her so she took it off and noticed a burn and blister the size of a dime with redness around it on her lower right back. She stated the skin on the blister is clear and had not popped yet. The patient also experienced discoloration on her skin that is blue and gray across most of her lower back. She stated she was unsure of the degree of the burn, possibly 3rd degree with no discharge. The patient stated she experienced a burn scar. She mentioned she threw away the wrap that burned her. The patient denied having the following conditions: diabetes, rheumatoid arthritis, heart disease, poor circulation, neuropathy or decreased sensation, pregnancy, skin allergies, rashes or other skin disorders and memory or cognitive concerns. Action taken with the suspect product was permanently withdrawn on (B)(6) 2016. Therapeutic measures taken included an unspecified burn cream, unspecified antibiotic cream, dressing and scar cream from (B)(6) 2016 applied topically twice daily. No hospitalization was required as a result of the events. No surgical intervention, such as debridement was required as a result of the events. Clinical outcome of the events was resolving. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category is non assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Additional information has been requested and will be provided as it becomes available. Follow up (03oct2016): new information received from a contactable nurse includes: patient medical history, therapeutic measures taken, no hospitalization required, events outcome and reaction data (additional event of scar). Follow-up (19oct2016): new information received from product quality complaints (pqc) group included: product quality investigation results. Company clinical evaluation comment: based on the information provided, the events of third degree burn and second degree burn as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The events of skin discolouration, skin irritation and scar are non-serious and assessed as associated with the use of the device. No device malfunction has been identified., comment: based on the information provided, the events of third degree burn and second degree burn as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The events of skin discolouration, skin irritation, and scar are non-serious and assessed as associated with the use of the device. No device malfunction has been identified.

Event description:
Event verbatim [preferred term] burn/possibly 3rd degree [burns third degree] , burn and blister the size of a dime with redness around it on her lower back [burns second degree], discoloration on her skin that is blue and gray on her lower back [skin discolouration], wrap was irritating her [skin irritation]. Case narrative: this is a spontaneous report from a contactable other hcp (nurse) reporting on behalf of herself. This (B)(6) caucasian female patient started to use thermacare heatwrap (thermacare lower back & hip) (device lot number: n16266, expiration date: feb2019) from (B)(6) 2016 for back pain. The patient's medical history was not reported. Concomitant medication included ongoing ibuprofen (ibuprofen) orally from an unspecified date at 400-600mg twice daily as needed for low back pain and sometimes for headaches. On (B)(6) 2016, the patient wore the heatwrap for about 6 hours and reported the wrap was irritating her so she took it off and noticed a burn and blister the size of a dime with redness around it on her lower back. She stated the skin on the blister is clear and had not popped yet. The patient also experienced discoloration on her skin that is blue and gray across most of her lower back. She stated she was unsure of the degree of the burn, possibly 3rd degree with no discharge. The patient expects to experience long-term sequelae such as scarring as a result of the burn. The patient denied having the following conditions: diabetes, rheumatoid arthritis, heart disease, poor circulation, neuropathy or decreased sensation, pregnancy, skin allergies, rashes or other skin disorders and memory or cognitive concerns. Action taken with the suspect product was permanently withdrawn on (B)(6) 2016. No therapeutic measures were required as a result of the events. Clinical outcome of the events was not resolved. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the events of third degree burn and second degree burn as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The events of skin discolouration and skin irritation are non-serious and assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability. Comment: based on the information provided, the events of third degree burn and second degree burn as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The events of skin discolouration and skin irritation are non-serious and assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability.

Manufacturer narrative:
The root cause category is non assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual.

Event description:
Event verbatim [preferred term] possibly 3rd degree/got a 3rd degree burn from it/ bubble about the size of a quarter, redness and pus from it [burns third degree], burn and blister the size of a dime with redness around it on her lower back/ blister/3rd degree burn, there a bubble about the size of a quarter, redness and pus from it [burns second degree], discoloration on her skin that is blue and gray on her lower back [skin discolouration], wrap was irritating her [skin irritation], burn scar present/has a permanent scar on her back/she got a scar, there was a scar on her back left [scar]. Case narrative:this is a spontaneous report from a contactable other health care professional (nurse) reporting on behalf of herself. This (B)(6) caucasian female patient started to use thermacare heatwrap (thermacare lower back & hip), device lot number: n16266, expiration date: feb2019, from (B)(6) 2016 for low back pain. The patient's medical history included drug allergy to penicillin, anxiety and vitamin d low. Concomitant medications included ibuprofen orally from an unspecified date and ongoing at 400-600mg tablet twice daily as needed for low back pain and sometimes for headaches; piroxicam (paxil) from unknown date and ongoing for over 5 years at 40 mg, tablet, by mouth, once daily for anxiety; estrogens esterified, methyltestosterone (eemt) tablet probably from (B)(6) 2016 and ongoing by mouth at unknown dose once a day for menopause; ergocalciferol (vitamin d) gelcap from around 4-5 years ago and ongoing by mouth at 2000 units once daily for vitamin d low; tramadol from probably (B)(6) 2016 and ongoing by mouth at 50 mg once a day as needed for back pain. On (B)(6) 2016, the patient wore the heatwrap for about 6 hours and reported the wrap was irritating her so she took it off and noticed a burn and blister the size of a dime with redness around it on her lower right back. She stated the skin on the blister was clear and had not popped yet. The patient also experienced discoloration on her skin that was blue and gray across most of her lower back on (B)(6) 2016. She stated she was unsure of the degree of the burn, possibly 3rd degree with no discharge. The patient stated she experienced a burn scar and later informed that she now had a permanent scar on her back from using it. She mentioned she threw away the wrap that burned her. Registered nurse further mentioned that she had used over the counter one of those wraps for back and got a 3rd degree burn from it. Regarding details of the 3rd degree burn, the nurse mentioned that "right lower back, 3rd degree burn, there a bubble about the size of a quarter, redness and pus from it". She received burn ointment for treatment but didn't know the name of burn ointment. Regarding medical intervention the registered nurse mentioned, "yes, at my provider's office they looked at it, they didn't do anything but they looked at it". It healed but she got a scar, there was a scar on her back left because of it. Registered nurse confirmed that 3rd degree burn has improved. When asked if expect long-term sequelae such as scarring, the nurse said "yes, it is about the same size of the quarter and on the same spot where the blister was and the same exact size and it has not got any smaller." The patient was not taking any relevant medications, including topical medications, at the time of the adverse events. The patient denied having the following conditions: diabetes, rheumatoid arthritis, heart disease, poor circulation, neuropathy or decreased sensation, pregnancy, skin allergies, rashes or other skin disorders and memory or cognitive concerns. Action taken with the suspect product was permanently withdrawn on (B)(6) 2016, on the same day she used because she got the burn. Therapeutic measures taken included an unspecified burn cream, unspecified antibiotic cream, dressing and scar cream from (B)(6) 2016 applied topically twice daily. No hospitalization was required as a result of the events. No surgical intervention, such as debridement was required as a result of the events. The outcome of burn scar present/has a permanent scar on her back/she got a scar, there was a scar on her back left was not resolved. Clinical outcome of the other events was resolving. The nurse considered that the event 3rd degree burn is related to this suspect drug. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category is non assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Additional information has been requested and will be provided as it becomes available. Follow up (03oct2016): new information received from a contactable nurse includes: patient medical history, therapeutic measures taken, no hospitalization required, events outcome and reaction data (additional event of scar). Follow-up (19oct2016): new information received from product quality complaints (pqc) group included: product quality investigation results. Follow-up attempts completed. No further information expected. Amendment: this follow-up report is being submitted to amend previously reported information: to remove event stop date for burns third degree and burns second degree. Additional information received on 13mar2017 from a contactable nurse includes: event details (event description of permanent scar on back; outcome). Follow-up attempts are completed. No further information is expected. Follow-up (13mar2017): new information received from the same contactable nurse includes: medical history, concomitant drugs, event data (causality assessment and more details for the event "3rd degree burn"). Follow-up attempts are completed. No further information is expected. Follow-up (08may2017): this contactable nurse reported by way of consumer questionnaire. This female patient applied thermacare heatwrap (thermacare lower back and hip) for 6 hours for one day directly on skin as directed at the lower back for back pain on (B)(6) 2016. It was reported that, the product was left on at one time for eight hours during the course of 24 hours. The product was not heated in a microwave prior to usage and the product was not re-heated during usage. She did not leave the product on while she was a sleep. Her skin was not damaged or broken prior to usage of the product and there was no area bruised or swelled 48 hours prior to usage of the product. It was reported that she did not check her skin frequently while using the product. During usage she developed irritation, redness or burning on (B)(6) 2016. After detecting burning, she did not wear the heat wrap over clothing. After using the product on (B)(6) 2016, she developed redness and blister. She discontinued the product on (B)(6) 2016. On (B)(6) 2016, nurse noted a blister measuring approximately 3 x 4 cm on the right lower back and advised her that unless the blister was draining she could leave it open. She received unknown treatment for irritation, redness and blister. It was reported that on an unknown date, there was a faint pigmented outline where the blister had been since healed.

Event description:
Event verbatim [preferred term] burn/possibly 3rd degree/burn lower back/3rd degree burn lower right back [burns third degree] , burn and blister the size of a dime with redness around it on her lower back/ blister [burns second degree] , discoloration on her skin that is blue and gray on her lower back [skin discolouration] , wrap was irritating her [skin irritation] , scar/burn scar present [scar] , . Case narrative:this is a spontaneous report from a contactable other hcp (nurse) reporting on behalf of herself. This (B)(6) female patient started to use thermacare heatwrap (thermacare lower back & hip) (device lot number: n16266, expiration date: feb2019) from (B)(6) 2016 for back pain. The patient's medical history included drug allergy to penicillin. Concomitant medication included ongoing ibuprofen (ibuprofen) orally from an unspecified date at 400-600mg twice daily as needed for low back pain and sometimes for headaches. On (B)(6) 2016, the patient wore the heatwrap for about 6 hours and reported the wrap was irritating her so she took it off and noticed a burn and blister the size of a dime with redness around it on her lower right back. She stated the skin on the blister is clear and had not popped yet. The patient also experienced discoloration on her skin that is blue and gray across most of her lower back. She stated she was unsure of the degree of the burn, possibly 3rd degree with no discharge. The patient stated she experienced a burn scar. The patient denied having the following conditions: diabetes, rheumatoid arthritis, heart disease, poor circulation, neuropathy or decreased sensation, pregnancy, skin allergies, rashes or other skin disorders and memory or cognitive concerns. Action taken with the suspect product was permanently withdrawn on (B)(6) 2016. Therapeutic measures taken included an unspecified burn cream, unspecified antibiotic cream, dressing and scar cream from (B)(6) 2016 applied topically twice daily. No hospitalization was required as a result of the events. No surgical intervention, such as debridement was required as a result of the events. Clinical outcome of the events was resolving. Additional information has been requested and will be provided as it becomes available. Follow up (03oct2016): new information received from a contactable nurse includes: patient medical history, therapeutic measures taken, no hospitalization required, events outcome and reaction data (additional event of scar). Company clinical evaluation comment: based on the information provided, the events of third degree burn and second degree burn as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The events of skin discolouration, skin irritation, and scar are non-serious and assessed as associated with the use of the device., comment: based on the information provided, the events of third degree burn and second degree burn as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The events of skin discolouration, skin irritation, and scar are non-serious and assessed as associated with the use of the device.

Manufacturer narrative:
The root cause category is non assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual.

Event description:
Burn/possibly 3rd degree/burn lower back/3rd degree burn lower right back/a burn from thermacare [burns third degree] , burn and blister the size of a dime with redness around it on her lower back/ blister [burns second degree] , discoloration on her skin that is blue and gray on her lower back [skin discolouration] , wrap was irritating her [skin irritation] , scar/burn scar present/has a permanent scar on her back [scar] , . Case narrative:this is a spontaneous report from a contactable other health care professional (nurse) reporting on behalf of herself. This (B)(6) female patient started to use thermacare heatwrap (thermacare lower back & hip), device lot number: n16266, expiration date: feb2019, from (B)(6) 2016 for low back pain. The patient's medical history included drug allergy to penicillin. Concomitant medication included ongoing ibuprofen (ibuprofen) orally from an unspecified date and ongoing at 400-600 mg twice daily as needed for low back pain and sometimes for headaches. On (B)(6) 2016, the patient wore the heatwrap for about 6 hours and reported the wrap was irritating her so she took it off and noticed a burn and blister the size of a dime with redness around it on her lower right back. She stated the skin on the blister is clear and had not popped yet. The patient also experienced discoloration on her skin that is blue and gray across most of her lower back. She stated she was unsure of the degree of the burn, possibly 3rd degree with no discharge. The patient stated she experienced a burn scar and later informed that she now has a permanent scar on her back from using it. She mentioned she threw away the wrap that burned her. The patient denied having the following conditions: diabetes, rheumatoid arthritis, heart disease, poor circulation, neuropathy or decreased sensation, pregnancy, skin allergies, rashes or other skin disorders and memory or cognitive concerns. Action taken with the suspect product was permanently withdrawn on (B)(6) 2016. Therapeutic measures taken included an unspecified burn cream, unspecified antibiotic cream, dressing and scar cream from (B)(6) 2016 applied topically twice daily. No hospitalization was required as a result of the events. No surgical intervention, such as debridement was required as a result of the events. The outcome of scar/burn scar present/has a permanent scar on her back was not resolved. Clinical outcome of the other events was resolving. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category is non assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Additional information has been requested and will be provided as it becomes available. Follow up (03oct2016): new information received from a contactable nurse includes: patient medical history, therapeutic measures taken, no hospitalization required, events outcome and reaction data (additional event of scar). Follow-up (19oct2016): new information received from product quality complaints (pqc) group included: product quality investigation results. Follow-up attempts completed. No further information expected. Amendment: this follow-up report is being submitted to amend previously reported information: to remove event stop date for burns third degree and burns second degree. Additional information received on 13mar2017 from a contactable nurse includes: event details (event description of permanent scar on back; outcome). Follow-up attempts are completed. No further information is expected. Company clinical evaluation comment: based on the information provided, the events of third degree burn and second degree burn as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The events of skin discolouration, skin irritation and scar are non-serious and assessed as associated with the use of the device. No device malfunction has been identified, comment: based on the information provided, the events of third degree burn and second degree burn as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The events of skin discolouration, skin irritation, and scar are non-serious and assessed as associated with the use of the device. No device malfunction has been identified.

Manufacturer narrative:
The root cause category is non assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual.

Event description:
Event verbatim: possibly 3rd degree/got a 3rd degree burn from it/ bubble about the size of a quarter, redness and pus from it [burns third degree]. Burn and blister the size of a dime with redness around it on her lower back/ blister/3rd degree burn, there a bubble about the size of a quarter, redness and pus from it [burns second degree]. Discoloration on her skin that is blue and gray on her lower back [skin discolouration] , wrap was irritating her [skin irritation]. Burn scar present/has a permanent scar on her back/she got a scar, there was a scar on her back left [scar]. Case narrative: this is a spontaneous report from a contactable other health care professional (nurse) reporting on behalf of herself. This (B)(6) female patient started to use thermacare heatwrap (thermacare lower back & hip), device lot number: n16266, expiration date: feb2019, from (B)(6) 2016 for low back pain. The patient's medical history included drug allergy to penicillin, anxiety and vitamin d low. Concomitant medications included ibuprofen orally from an unspecified date and ongoing at 400-600mg tablet twice daily as needed for low back pain and sometimes for headaches; piroxicam (paxil) from unknown date and ongoing for over 5 years at 40 mg, tablet, by mouth, once daily for anxiety; estrogens esterified, methyltestosterone (eemt) tablet probably from (B)(6) 2016 and ongoing by mouth at unknown dose once a day for menopause; ergocalciferol (vitamin d) gelcap from around 4-5 years ago and ongoing by mouth at 2000 units once daily for vitamin d low; tramadol from probably (B)(6) 2016 and ongoing by mouth at 50 mg once a day as needed for back pain. On (B)(6) 2016, the patient wore the heatwrap for about 6 hours and reported the wrap was irritating her so she took it off and noticed a burn and blister the size of a dime with redness around it on her lower right back. She stated the skin on the blister was clear and had not popped yet. The patient also experienced discoloration on her skin that was blue and gray across most of her lower back on (B)(6) 2016. She stated she was unsure of the degree of the burn, possibly 3rd degree with no discharge. The patient stated she experienced a burn scar and later informed that she now had a permanent scar on her back from using it. She mentioned she threw away the wrap that burned her. Registered nurse further mentioned that she had used over the counter one of those wraps for back and got a 3rd degree burn from it. Regarding details of the 3rd degree burn, the nurse mentioned that "right lower back, 3rd degree burn, there a bubble about the size of a quarter, redness and pus from it." She received burn ointment for treatment but didn't know the name of burn ointment. Regarding medical intervention the registered nurse mentioned, "yes, at my provider's office they looked at it, they didn't do anything but they looked at it." It healed but she got a scar, there was a scar on her back left because of it. Registered nurse confirmed that 3rd degree burn has improved. When asked if expect long-term sequelae such as scarring, the nurse said "yes, it is about the same size of the quarter and on the same spot where the blister was and the same exact size and it has not got any smaller." The patient was not taking any relevant medications, including topical medications, at the time of the adverse events. The patient denied having the following conditions: diabetes, rheumatoid arthritis, heart disease, poor circulation, neuropathy or decreased sensation, pregnancy, skin allergies, rashes or other skin disorders and memory or cognitive concerns. Action taken with the suspect product was permanently withdrawn on (B)(6) 2016, on the same day she used because she got the burn. Therapeutic measures taken included an unspecified burn cream, unspecified antibiotic cream, dressing and scar cream from (B)(6) 2016 applied topically twice daily. No hospitalization was required as a result of the events. No surgical intervention, such as debridement was required as a result of the events. The outcome of burn scar present/has a permanent scar on her back/she got a scar, there was a scar on her back left was not resolved. Clinical outcome of the other events was resolving. The nurse considered that the event 3rd degree burn is related to this suspect drug. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category is non assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Additional information has been requested and will be provided as it becomes available. Follow up (03oct2016): new information received from a contactable nurse includes: patient medical history, therapeutic measures taken, no hospitalization required, events outcome and reaction data (additional event of scar). Follow-up (19oct2016): new information received from product quality complaints (pqc) group included: product quality investigation results. Follow-up attempts completed. No further information expected. Amendment: this follow-up report is being submitted to amend previously reported information: to remove event stop date for burns third degree and burns second degree. Additional information received on 13mar2017 from a contactable nurse includes: event details (event description of permanent scar on back; outcome). Follow-up attempts are completed. No further information is expected. Follow-up (13mar2017): new information received from the same contactable nurse includes: medical history, concomitant drugs, event data (causality assessment and more details for the event "3rd degree burn"). Follow-up attempts are completed. No further information is expected. Company clinical evaluation comment: based on the information provided, the events of third degree burn and second degree burn as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The events of skin discolouration, skin irritation and scar are non-serious and assessed as associated with the use of the device. No device malfunction has been identified, comment: based on the information provided, the events of third degree burn and second degree burn as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The events of skin discolouration, skin irritation, and scar are non-serious and assessed as associated with the use of the device. No device malfunction has been identified.